Event description:
During preventative maintenance of the device, the field service rep reported that the fan in the base unit was somewhat noisy. The fan was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.